Manufacturer narrative:
Two possible product and lot numbers were provided: d4. Medical device catalog #: 449289, d4. Medical device lot #: 3059859 , d4. Medical device expiration date: 20-feb-2024, h4. Device manufacture date: 28-feb-2023. D4. Medical device catalog #: 449294, d4. Medical device lot #: 2298959, d4. Medical device expiration date: 17-oct-2023, h4. Device manufacture date: 25-oct-2022. Investigation summary: this complaint is for gram negative misidentification when using phoenix panel nmic/ID-307 (449289) batch numbers 2298959 and 3059859. The customer did not provide panel returns or isolates but did provide lab reports and binary files for the investigation. Note batch #2298959 corresponds to panel #449294 nmic-305. Batch #2298959 was unavailable at the time of complaint investigation. To investigate, retention panels from the complaint batch 3059859 were tested using qc (a25922) and in house (enf18541, enf 18542 and enf 18540) e. Coli isolates and evaluated for identification results. During investigation, all panels tested with the qc and in house isolates e. Coli isolates identified correctly. Therefore, this complaint is not confirmed for e. Coli mis ids. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed no additional complaints on complaint batch 2298959. A review of complaints revealed two additional complaints on complaint batch 3059859; neither of which was confirmed. Although we didn't see the issue during complaint investigation testing, we recognized through complaint trending an increase of e. Coli mis ids over the past year. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of the organism¿s interaction with the substrates on the panel. Additionally, the trending for p. Mirabilis was reviewed and does not show the same increase as e. Coli. However, bd is still assessing the feasibility of possible improvements for other common gram-negative organisms. Bd ID/ast plant quality will continue to monitor for trends associated with this defect, including changes in severity and rate. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-307 or panel phoenix nmic-305, a patient specimen was misidentifed. There was no report of patient impact.